Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that first-degree burn in an arctic sun device batch number: ngkn1651. Attached the device log files of the last two cases, the burn case was the last case on (B)(6) 2026. Received a complaint about a burn on the back of neonatal in (B)(6) hospital. No medical intervention was reported. Per additional information received via mail on 30mar2026, the infant underwent resuscitation, and therefore therapeutic hypothermia was initiated. Attached was documentation showing that the skin condition prior to the initiation of cooling therapy was intact and normal. No substances were applied to the skin other than the cooling pads. Nursing staff perform skin assessments every shift. The infant had no comorbidities, including no edema or skin weeping. No additional medical devices or concurrent therapies were used during the treatment. The injury was assessed as a first-degree burn. Based on the clinical decision of both physicians and nurses, treatment with flaminal forte was initiated. After several days, the infant was discharged home in good condition, with significant improvement of the burn and no need for further treatment. Per review of case data log report-arcticsun.2026-02-23_2250.csv, the event log shows an alarm 02, 05, and 14. For log report-arcticsun.2026-03-20_2228.csv, the event log shows an alarm 05, 14, 45, 50, 51, 105.